Event description:
The customer stated the rubella calibration failed with error code 1001: rubella calibration failed, on the axsym analyzer. The abbott customer technical advocate (cta) asked the customer to check the probe, calibrate the meia optics, check the volume of the dispensers 1 and 3 and decontaminate. A follow-up with the customer revealed the calibration passed after centrifuging the calibrators. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.